Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: the tissue pad was broken off outside the patient. The broken tissue pad was discarded in the hospital. No bleeding occurred.

Event description:
It was reported that during an open gastrectomy, the proximal end of the tissue pad was damaged during use. No pieces were left inside the patient. The doctor commented that the device functioned properly. The generator was unknown. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m92r5r. The device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.